Manufacturer narrative:
This follow-up report is being filed to relay additional information and to correct information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 6 MDR's filed for the same patient (reference 3002806535-2016-00531 and 00533 and 1825034-2016-02451 and 02505 / 02507).

Event description:
A patient enrolled in a clinical study and underwent a revision procedure approximately 2 months post-implantation due to dislocation. The acetabular cup and femoral head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2, states "early or late postoperative infection and/or allergic reaction." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event(reference 1825034-2016-02451/ 00531/02505/02507). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
A patient enrolled in a clinical study experienced a deep infection approximately 2 days post-implantation.